Event description:
It was reported that an arteriotomy closure of the right common femoral was attempted using a starclose se device with a 6f sheath after an unspecified procedure. Reportedly, when the starclose se device was retracted to position the locator wings against the vessel wall, the device came out of the artery resulting in the loss of arterial access. Once the starclose se device was out of the artery, the locator wings were found to remain open. No vessel damage was reported. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Four unused, sterile representative samples with the same lot number as the complaint devices were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No malfunction or abnormal observations were detected.